Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a motor error alarm and a lost sensor alarm on their insulin pump. The patient's blood glucose level was 92 mg/dl at the time of the call. The customer stated that the alarm occurred three minutes before the phone call. The customer's line got disconnected. No further information was provided.